Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the right atrial (ra) lead insulation had a visible defect and undefined high pacing impedance values were exhibited. The lead was explanted and replaced. No patient complications have been reported as a result of this event.